Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during a intraocular lens (iol) implant surgery, a lens presented with a small tear. The lens was removed during the initial procedure and a second lens was implanted but fell apart when it was implanted. The surgeon removed the lens during the initial procedure. This record is for the first lens with the tear. Additional information has been requested.

Manufacturer narrative:
Additional information provided in h.3., and h.10. The product was not returned for analysis. Photo evaluation: unable to confirm the reported complaint due to the bad quality of the picture. Additional information: the complainant states the use of the company viscoelastic which is not qualified to be used with the associated iol/company/cartridge combination. The reported complaint was not observed as no sample was returned for analysis and the quality of the returned photo was not good enough to confirm the reported damage. However, based on the information provided by the customer, the most likely root cause is failure to follow dfu, as the surgeon states the use of non-qualified viscoelastic. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).